Event description:
The pt reported getting a burn from the charger. Pt admitted to sleeping while charging. The product labeling instructs the pt not to charge while sleeping. The physician prescribed an antibiotic ointment to treat the burn.